Manufacturer narrative:
Correction: as it is unknown which excluder® aortic extender components were involved in the reported type iii endoleak, additional endoprosthesis components pla360400/15594977 and pla360400/13306926 have been included in this report.

Manufacturer narrative:
As it is unknown which excluder® aortic extender components were involved in the reported type ii endoleak, additional endoprosthesis components pla360400/15594977 and pla360400/13306926 have been included in this report. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. Per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2016, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2017, the patient was implanted with two excluder® aortic extender components. On an unknown date, follow-up examination reportedly revealed a type iii endoleak (component disconnection) between two of the aortic extender components. The physician attributed the endoleak to tortuous aortic anatomy. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby two 40mm x 10cm gore® tag® thoracic endoprostheses were implanted to treat the type iii endoleak. The endoleak was resolved and the patient tolerated the procedure.